Event description:
It was reported that during a da vinci colon resection procedure, the endowrist one vessel sealer instrument was not heating up or firing like it was supposed to. There was no allegation of harm or injury to a patient. There were no reports of fragment(s) falling into the patient. On (B)(6) 2015, intuitive surgical, inc. (Isi) obtained following additional information about the reported complaint: the vessel sealer instrument worked at the beginning of the case and then it stopped working, the vessel sealer instrument was not heating up or firing. According to the initial reporter, she was not sure if there were any error messages displayed on the da vinci system associated with this failure. The vessels were not highly calcified or too thick in diameter.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument involved with this complaint for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Based on the information provided, this complaint is being reported due to following conclusions: the vessel sealer instrument not heating up or firing could likely cause or contribute to an adverse event, if the malfunction were to recur.